Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The customer reported that this alarm had been recurring over three weeks leading up to the call. The customer stated that the alarm occurred during the fill tubing stage. Blood glucose level was 260 mg/dl at the time of the incident. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.